Event description:
It was reported that the pump battery could not be charged. During troubleshooting, the customer also received a power source alert. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.